Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The pump user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 675 mg/dl and high life-threatening ketones. Prior to going to the ER, the customer administered a manual insulin injection in attempt to address the high bg. The customer was treated with intravenous saline and manual insulin injections while in the hospital. The cause of the high bg was due to the pump shutting down. Troubleshooting with technical support indicated that the pump battery was depleting normally based on settings and customer usage prior to the pump shutting down. Customer was using fiasp insulin and was informed by technical support that the insulin is off label. At the time of the report, the high bg had not been resolved and customer had not been released from the hospital. Additional information was not provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.